Manufacturer narrative:
Evaluation summary: the reported problem of "screen flickers on and off, then failed completely" could not be confirmed or duplicated. However, service inspection found areas of liquid ingress contamination on the device's motherboard that could have caused the reported problem. The device was repaired, tested and found to perform in accordance with its specifications.

Event description:
During wa service testing, the device's screen,"flickers on and off, then failed completely".